Event description:
The patient experienced a lack of therapeutic effect and that his device was "no longer working". Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).